Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with the network cable. A field service engineer reseated the network cable to correct ethernet port and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication failure. The customer stated that the station was not communicating, it was in disconnected mode and the drawer was not detected on the communication bus. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.